Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery when removing the device from the joint space. It is unknown at this time if all fractured pieces were accounted for.

Manufacturer narrative:
A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
DHR was reviewed and no discrepancies were found.

Manufacturer narrative:
Returned, not yet evaluated.

Event description:
It is now known that any missing pieces fell on the floor and were discarded without resulting in any adverse events to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tasp reported that it has fractured on the medial side of the post . This device is used for treatment . Reported information states that the surgeon was applying a high force to remove the surface trial. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon applied excessive torsional loading to the tasp. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review.